Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed tested the console and identified the source of the issue as a leaking coldwell drain coupler, likely attributed to normal wear and tear. The thermogard console was manufactured in september 2010 and is more than 11 years old, well past its service life of 5 years. Zoll service personal advised the hospital biomed to replace the coupler. Therefore, service was not required to be performed by zoll. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was leaking glycol fluid for up to two weeks. The customer was adding the glycol before each use. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.